Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that procedure was to treat a lesion in the femoral artery. Leaking at the hub was noticed on a 5.0x100mm armada 18 balloon catheter during inflation. The balloon catheter was removed from the patients anatomy without issues and the procedure was successfully completed with another armada 18 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leaking at the hub when the device was pressurized. The leak was detected at the distal end of the strain relief tubing. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.